Event description:
As reported, the 7-40 precise pro stent was used. Upon opening the outer packaging, it was found that the distal end of the stent was deployed and not in the delivery system. The product was not used. The case was completed with the use of another stent. There was no reported injury to the patient. The device was prepped while in the tray. The tuohy borst (hemostasis) valve was in the closed position when received. The tuohy borst valve was closed prior to removing the device from the tray. After the stent was found to be exposed, there was no other action with the device. There was no difficulty noted while flushing the sds. The carotid artery had a stenosis. The lesion was at the carotid bifurcation. The lesion had a 70% stenosis. The lesion was measured to be 20 mm in length. The lesion was noted to have moderate calcification. The vessel was not tortuous. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the 7-40 precise pro self-expanding stent (ses) delivery system was used. Upon opening the outer packaging, it was found that the distal end of the stent was deployed and not in the delivery system. The product was not used. The case was completed with the use of another stent. There was no reported injury to the patient. The device was prepped while in the tray. The tuohy borst (hemostasis) valve was in the closed position when received. The tuohy borst valve was closed prior to removing the device from the tray. After the stent was found to be exposed, there was no other action with the device. There was no difficulty noted while flushing the sds. The carotid artery had a stenosis. The lesion was at the carotid bifurcation. The lesion had a 70% stenosis. The lesion was measured to be 20 mm in length. The lesion was noted to have moderate calcification. The vessel was not tortuous. The device will be returned for evaluation. The device was returned for analysis. A non-sterile "precise pro rx us carotid cyst" was received for analysis coiled inside of a clear plastic bag. The device was unpacked and was placed on a metallic tray to be inspected. A thorough inspection was performed on the unit observing three kinks compromising the integrity and functionally of the stent deployment mechanism. The kinks are located approximately on 3, 92, and 145 cm from the distal tip. The stent and the push rod are premature deployed. The hemostasis valve was returned tightly closed. No other outstanding details were noticed. The stroke and the usable length along with functional testing could not be performed due to the kinked condition observed on the returned device. The reported "stent delivery system (sds) deployment difficulty-premature/prior to use" was confirmed as the stent was received with the stent prematurely deployed. Functional testing could not be performed due to the kinks noted on the received device; however, these damages were not initially reported and therefore, cannot rule out shipping and handling factors. Therefore, based on the information available for review it is likely procedural and/or handling factors may have contributed to the event reported. According to the instructions for use, which is not intended to mitigate risk, "extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit. Initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. Deployment is complete when the outer sheath marker passes the proximal inner shaft stent marker. Note: the mechanism for stent deployment is outer sheath retraction. Deployment is completed by maintaining inner shaft position while retracting the outer sheath and allowing the stent to expand (often referred to as the "pin-and-pull" method). Post-deployment stent dilatation: while using fluoroscopy, withdraw the entire delivery system as one unit, over the guidewire and out of the body. Remove the delivery device from the guidewire. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit. (Do not remove guidewire.) Using fluoroscopy, visualize the stent to verify full deployment. If incomplete expansion exists within the stent at any point along the lesion, post deployment balloon dilatation (standard pta technique) can be performed." The information available does not suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 7-40 precise pro stent was used. Upon opening the outer packaging, it was found that the distal end of the stent was deployed and not in the delivery system. The product was not used. The case was completed with the use of another stent. There was no reported injury to the patient. The device was prepped while in the tray. The tuohy borst (hemostasis) valve was in the closed position when received. The tuohy borst valve was closed prior to removing the device from the tray. After the stent was found to be exposed, there was no other action with the device. There was no difficulty noted while flushing the sds. The carotid artery had a stenosis. The lesion was at the carotid bifurcation. The lesion had a 70% stenosis. The lesion was measured to be 20mm in length. The lesion was noted to have moderate calcification. The vessel was not tortuous. The device will be returned for evaluation.